Event description:
It was reported that at implant the initial impedance was high but has now come down some. The physician was concerned as they have not seen this high of impedance initially before. The lead was left in place and they will perform a next day check to ensure it has decreased. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 implantable pacing lead - implanted (B)(6) 2013. (B)(4).